Event description:
The report indicated that the morning after a new pod was applied, the customer's bg levels remained consistently high (431-greater than 500mg/dl). Multiple boluses were administered, but her levels "would not come down". She was taken to the hospital for dka where she was placed on "fluids" and given manual insulin injections "when needed." It was advised that no pods be used while in the hospital; the device was removed and discarded. The customer was hospitalized for three days; she was reportedly "in good health other than the dka." The pod will not be returned for evaluation.

Manufacturer narrative:
The pod involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.